Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's pulse wire connector was not properly seated into the defib board connector, causing an intermittent connection. The root cause for the intermittent connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to recognize an ECG signal.